Manufacturer narrative:
At the conclusion of the failure analysis investigation the audible noise and cessation of spinning events could not be confirmed. However, the deformation and unraveling event were confirmed via analysis. The tip of the oad was missing upon receipt of the device for analysis. Field staff was contacted regarding the missing tip; field staff was not aware the tip was missing and did not have any information about when it became detached. Scanning electron microscopy analysis of the distal end of the drive-shaft identified evidence of having been laser welded, but since the tip bushing was not returned, the quality of the laser weld could not be determined. The unraveled drive-shaft is determined to be due to the oad spinning without an attached tip bushing. The exact cause of the detached tip bushing is unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Shortly after the diamondback peripheral orbital atherectomy device (oad) was turned on, an unexpected audible noise was heard and the device stopped spinning. The device was re-positioned, but the issue recurred. Upon removal from the patient, the tip of the oad was found to be frayed and shredded, and it was wrapped around the viperwire. The procedure was completed using a balloon only at no consequence to the patient. The tip of the oad was not present upon receipt of the oad for analysis. Additional information was requested regarding whether the tip could have been left behind in the patient. The response received was that the tip was not left in situ as confirmed by field staff present at the procedure.